Event description:
The patient had not been getting therapy for about three months, no specific symptoms were reported. The catheter was found to be fractured. A revision surgery was performed. The pump was replaced. The catheter was broken at the portion where it connects to the pump. It was repaired; the spinal segment was cut where it was anchored down and 1ml of csf was aspirated to clear out drug from the catheter piece, 72.1cm was added to the implanted spinal segment. The pump was used to deliver baclofen. The total prime volume was to be 0.358 ml and the prime bolus was 358 mcg (pump was to be programmed with a drug concentration of 1000 mcg/ml and a daily dose of 50 mcg/day). The dosing regimen prior to the revision was not reported. Additional information received indicated the patient was obese and had frequent flipping of the pump. Patient history also included right cerebrovascular accident and left spastic limb paresis. Reference MFR report # 6000030-2008-02709.